Manufacturer narrative:
Due to lack of identification of samples (there is no lot number in the report), the evaluation cannot be performed.

Event description:
New needles block and user is having pain on injection. Pen not work with some needles.